Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was shattered after the user bumped the device while it was in a pocket, and the user disconnected the pump and transitioned to insulin pens; the device continued operating but the display was not usable. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management with insulin pens and ongoing cgm use. Investigation included review of the event description and return logistics, with data synchronization to the mobile app advised and instructions provided to shut down the device to avoid further alerts. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of device malfunction beyond the broken screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external impact.